Event description:
A medtronic representative reported a conversation with a doctor regarding a feature request for the spine reference frame. The doctor stated that it would be preferred if the spine reference frame were larger with a more stable starburst connection. The surgeon was not confident that the attachment of the reference frame to the clamp was always secure and noted that it sometimes may move. This discussion was not in relation to a specific event. No further details were provided. There was no patient present when this issue was identified. Medtronic navigation is filing this MDR to ensure visibility to a surgeon's concern regarding medtronic navigation's reference frame - small passive. There is no allegation to suggest that medtronic navigation's device caused or contributed to any event involving a patient.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not provided as this report is regarding a feature request and not a concern with a specific instrument. Malfunction block was selected, only because there is no option for this type of report. This was a surgeon verbalizing a concern to a medtronic representative, not a report of a specific event or a specific malfunction. Device manufacturing date is dependent on lot number/serial number, therefore, not possible to provide. This report is regarding a feature request and not a concern with a specific instrument - no parts were individually identified or returned to manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a surgeon's concern regarding medtronic navigation's reference frame - small passive. There is no allegation to suggest that medtronic navigation's device caused or contributed to any event involving a patient. Surgeon comment - not a malfunction.